Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that during implant, the right atrial lead had poor pwave sensing and was repositioned several times. After ten different repositioning attempts, the helix would not fully deploy. The lead was inspected and found to have tissue on the helix. The lead was not used and replaced with a new lead. There were no patient complications reported as a result of this event.